Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient could not transmit data remotely; the transmitter could not communicate with their device. The implantable cardioverter defibrillator (ICD) had no radio frequency (rf) telemetry and did not transmit the information to the transmitter. Intervention was performed, the device's rf telemetry was restored. The patient was stable.